Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported false upstream occlusion alarm was confirmed during baxter's functionality testing, but was unable to be reproduced through further investigation. Eval found the upper reading to be below spec caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms causing the symptom. The upstream sensor was replaced.

Event description:
During baxter's functionality testing, a spectrum pump had a false upstream occlusion alarm. There was no pt involvement.